Event description:
The iab was inserted into the pt on 7/11/97 at 12:30 p.m. And removed on 7/12/97 at 11:45 a.m. The iab did not malfunction. As a result of the event, the pt had non severe bleeding and a transfusion was required. (Event complications: minor bleeding/transfusion required-reported 8/27/97. (Pt's current status: discharged-rpt'd 8/27/97).